Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscope inspection revealed the lap joint, the guidewire exit port and the tip were in good condition. Based on the evidence, the as reported code of tip detachment of device or device component cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the catheter was unable to show an image. They also noted that the tip had fractured. The device was removed from the patient and another similar device was used to successfully complete the procedure. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the catheter was unable to show an image. They also noted that the tip had fractured. The device was removed from the patient and another similar device was used to successfully complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The device was returned for analysis. Visual inspection revealed the sheath assembly was kinked. Microscope inspection revealed the lap joint, the guidewire exit port and the tip were in good condition. Based on the evidence, the as reported code of tip detachment of device or device component cannot be confirmed.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the physician noted that the catheter was unable to show an image. They also noted that the tip had fractured. The device was removed from the patient and another similar device was used to successfully complete the procedure. There were no patient complications.